Event description:
Consumer complaint of erratic blood results. Expected blood glucose results fasting range from 120 to 168 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication and insulin to manage diabetes. Back to back blood test performed during call fasting ((B)(6) 2015; 11:59 am) with results of 181 mg/dl and 186 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 04/23/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 221 mg/dl (B)(6) 2015 08:30 am; 49 mg/dl (B)(6) 2015 08:15 am; 122 mg/dl; 130 mg/dl; 90 mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's misunderstanding of erratic results. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. Expected blood glucose results fasting range from 120 to 168mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication and insulin to manage diabetes. Back to back blood test performed during call fasting ((B)(6) 2015; 11:59am) with results of 181mg/dl and 186mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 04/23/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 221mg/dl (B)(6) 2015 08:30am. 49mg/dl (B)(6) 2015 08:15am. 122mg/dl. 130mg/dl. 90mg/dl. Adverse event not reported.